Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0hp75, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. The patient had fallen out of bed and landed on her bottom which had happened 3 times over the 3 weeks prior to the date of the report. On one of the occasions the patient slid from her bedroom to another bedroom. The patient¿s healthcare professional (hcp) was notified about the falls. The patient had been using a lot more diapers than she usually did. No stimulation sensation was also reported. The patient had not felt stimulation since her falls so it was unknown if stimulation was affected. Stimulation was increased and the patient had felt stimulation at 2.5 and it was painful, so stimulation was moved down to 2.4 and the patient was feeling stimulation comfortably. The patient had ¿az¿ and forgot to say when she could not feel stimulation. No outcome was reported for this event, or what actions have been taken. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.